Manufacturer narrative:
Pump received with flashing medtronic logo. Unable to perform the sleep current test, active current test and self-test due to flashing medtronic logo. Unable to download history files and traces using [thump] due to flashing medtronic logo. Pump was cut open to perform visual inspection and found severe moisture damage on the [pcba 1 j6, j7 / pcba 2 / force sensor / motor / harness assembly vibrator]. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, stained keypad overlay, cracked keypad overlay, cracked case on the battery tube side, cracked case corner of belt clip rails, cracked case, cracked battery tube threads, and cracked retainer. Flashing medtronic logo was confirmed during analysis due to severe moisture damage on [pcba 1 j6, j7 / pcba 2]. Exposed to moisture confirmed. Alleged cosmetic damage confirmed where cracked case on the battery tube side, cracked case corner of belt clip rails, cracked case, and cracked battery tube threads were noted. Retainer ring damage confirmed. Unable to verify customer¿s allegation for high bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced exposed to moisture, damage (physical or cosmetic) and experienced hyperglycemia with the blood glucose value of 400 mg/dl. The customer reported hyperglycemia treated with manual injection/insulin pen. Customer reported the following led up to the event: pump is not working. The event involved product(s) mmt-1884l, mmt-242a, mmt-332a. Customer was not using the insulin pump system within 48 hours of the reported event. It was unknown whether the customer used the smartguard/auto mode feature of the insulin pump. Customer reported that pump was exposed to moisture. Fluid was present in pump. Pump did not return to normal function, or fluid was reported under the lcd, or customer reports hearing fluid when shaking the pump. No further patient complications were reported. It was unknown whether the customer continued the use of the insulin pump. Mmt-1884l was requested and customer response was the device will be returned. No product return is required for mmt-242a. No product return is required for mmt-332a.